Event description:
The following information was provided by global pharmacovigilance (gpv). Gpv contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 to obtain follow up information regarding an unrelated event. In 2011, the patient was diagnosed with a hernia. In (B)(6) 2011, the patient experienced the onset of discomfort due to the hernia. On (B)(6) 2012, the patient was hospitalized for the hernia. During the hospital stay, the patient had surgery to repair the hernia and was switched to back-up hemodialysis (hd). In (B)(6) 2012, the patient was discharged to a nursing home. On (B)(6) 2012, while still in the nursing home, hd was stopped and pd was re-started using lower volumes for 1 week after which the pre-surgery pd regimen was resumed. In (B)(6) 2012, the patient was recovered from the hernia and was discharged from the nursing home to her home. The pd nurse stated that none of the events were related to baxter solutions, devices, or disposable parts. The pd nurse stated that the hernia and discomfort due to the hernia were likely related to the actual procedure of pd therapy.

Manufacturer narrative:
(B)(4). The device is still being used and is not available for evaluation. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A review of the device record history and service history were conducted and no issues were found that could have caused or contributed to the reported event. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.